Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-15325. Related manufacturer reference number: 1627487-2021-15326. It was reported the patient was receiving shocking sensation. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. During surgery, it was found out that one of the leads was fractured and fluid was in the lead. The new ipg was implanted with port plugs and leads were left in place. Therapy was not turned on as the leads were not plugged into the ipg. Additional surgical intervention may be pending to replace the fractured lead.